Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, stained end cap sticker, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.